Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After troubleshooting, it was discovered that a tripped ups battery breaker caused multiple shutdowns and that the pcm ps1 board was defective. To resolve the issue, the fse replaced the pcm ps1 board. After replacing the pcm ps1 board, the system returned to full functionality. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that system was automatically switching off, preventing a full system boot. The device was out of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.